Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was 60 mg/dl while sensor glucose value was 124 mg/dl. The customer reported several occasions of low blood glucose due to various issues with smart guard and the transmitter. User had bgs in the dangerous 40s, no specific details given. Symptoms of vision loss, confusion, and numbness around my mouth. The event involved product(s) mmt-7040a. The sensor was worn for unknown number of days. Two-hour period of the battery charging their bg went to 485 mg/dl. User stated this was at least the second time bgs have gone into the 400s (hyperglycemia) because of a dead battery for the transmitter on the cgm, treated with manual injection (long and short acting insulins). User stated having issues with the cgm staying on the arm and would fall off. No product return is expected for mmt-7040a.